Manufacturer narrative:
(B)(4). The device was not returned for evaluation; however, a photograph of the actual device is available and will be evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Inspection of the photo identified that the reported separation occurred on a non-baxter product. There were no noted defects on the baxter one-link connector. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A photograph of the affected device was visually inspected against the reported condition, noting no defects or abnormalities on or in the device. The initial evaluation was unable to confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link catheter extension set¿s distal luer separated from the tubing. This occurred during patient infusion. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.